Event description:
Customer called to report that he was hospitalized due to high blood glucose. The blood glucose reading was high at the time of admission. Customer stated that his insulin pump batteries were depleting very fast because he was using between 85 to 100 units of insulin everyday. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.